Event description:
On (B)(6) 2011, a patient was scanned on the hitachi echelon MRI system. The patient call switch, used to allow the patient to request assistance, was placed on patient's abdomen with only her gown as a separator. After the exam, the patient reported that she felt her stomach was warm. The technologist touched the call switch and described it as hot. The technologist saw the patient's stomach was red at the waistline where the call switch was placed. The patient was contacted by phone on (B)(6) 2011 and she informed the facility that she had gone to an emergency room on the (B)(6) and the doctor diagnosed first degree burns. She was given a prescription for some cream. Contacted again on (B)(6) 2011, she reported the area was still red, but no blistering. She was phoned on (B)(6) 2011 and reported that late on (B)(6) 2011, the area had blistered, possibly from friction from her pants. She had not filled the prescription, but had used a bacterial burn cream from a first aid kit. She described the area as a "scab sore". Hitachi was made aware of the follow up patient contact of (B)(6) 2011.

Manufacturer narrative:
Echelon is a 1.5 tesla magnet. Heat tests were done on the call switch with conditions simulating the patient exam. The same scan parameters were used, but the test exam was done twice, with measurements before, after scan 1, and after scan 2. The maximum surface temperature reading was 76 degrees f. (B)(6) cannot rule out the possibility that the switch interacted with the rf field in some way to contribute to the patient's complaint.